Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead and extension were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
UDI is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-01316. It was reported the patient's lead and extension showed high impedance during an ipg replacement (reference reg report: 3006705815-2020-33098) procedure on (B)(6) 2021. Troubleshooting was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.